Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The cgm dexcom reading was 18.7 mmol/l and the patient self-treated with insulin based on the cgm reading. Then he lost consciousness for 3-4 minutes. His wife treated him with a spoon with honey and used a nose spray (meant to be nasal glucagon) and the patient regained consciousness. The bg reading was 11.0 mmol/l after the treatment. Later the bg reading was 3.5 mmol/l and the cgm reading was 11.5 mmol/l. At the time of the report the patient was well and the bg was 7.5 mmol/l. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.